Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that three recaptures were made, and upon the third recapture an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. The valve was recaptured, withdrawn, deployed on the sterile field and the infold was confirmed. It was reported that a new valve was used to complete the procedure. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure , the valve was deployed and recaptured three times. Upon the third recapture ,  the valve infolded. The valve was removed and a new valve was used for implant. It was reported that there were several calcifications present at the annulus and the left ventricular outflow tract. Additional information was received that the valve was recaptured three times due to deep positioning. A procedural delay occurred as a result of the infold. Per the physician, the patient's extreme annular or aortic calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was deployed and recaptured three times. Upon the third recapture, the valve infolded. The valve was removed and a new valve was used for implant. It was reported that there were several calcifications present at the annulus and the left ventricular outflow tract.